Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the wake button was sticking. Additionally, it was reported, that out of range issues occurred between the transmitter and pump. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 108 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged wake button issue could not be verified.